Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when trying to take a spin, the system showed it was initializing but was unable to complete the spin. There was no error messages. Site rebooted the system and was able to complete the spin. Patient was present. There was 15mins (less than one hour) of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the handswitch was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unable to spin." Install hand switch into test system. System booted and readied several times. Multiple 2d and 3d images were successful and store buttons functioned as expected. No fault found while under test. B01, c19, d14 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot#: (B)(6) rev. F. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that unit wouldn't complete a spin and the door to the imaging system wouldn't close. Upon arrival onsite, the imaging system was found with the door closed but not completely, giving an open door error. Door switches were checked and found to be intact. Inspection of the dingus was performed, and it was in its proper alignment. Upon final inspection, it was discovered that the rotor wasn't aligned properly, not allowing the door to close fully. Alignment of the rotor allowed the door to close fully, and no further errors were observed. Logs were gathered and reviewed and the cause of the incomplete spin was due to the exposure switch being released before completion of the spin. Spoke with the tech that was operating the unit during the incomplete spin and was informed they had shut the unit down while it was displaying "initializing" which caused the rotor to lose it's home position and the door was then unable to fully close. The tech was informed of the proper shutdown procedures to prevent this from occurring in the future. All geometry and home positions were calibrated for x, y, z, and rotor after manual alignment was completed. A new hand switch was also ordered and installed upon delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.